Manufacturer narrative:
The reported event of an insulation defect was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the lead found the connector pin and connector boot torn and separated which is consistent with procedural damage. Other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No lead anomalies were observed.

Manufacturer narrative:
(B)(4).

Event description:
During a routine device change, insulation damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. Approximately two hours following the replacement procedure, a pericardial effusion was noted and a pericardiocentesis was performed. Attempts were made to stabilize the patient but were unsuccessful. The patient later expired.